Event description:
Per the customer, the device burned a patient during a procedure. The patient required further reconstructive surgery to repair burned skin. Additional information has been requested from the user facility.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer, the device burned a patient during a procedure. The patient required further reconstructive surgery to repair burned skin. Upon follow up, the user facility was not able to provide any further information regarding the reported event.